Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded key log and patient record files, it was observed that the device had gone through several power cycles. The device was extensively tested without being able to replicate the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device rebooted several times when it was used to monitor a patient. No information on the patient details or patient outcome was provided.